Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized twice for diabetic ketoacidosis caused by bent infusion set cannulas. Customer reported that her doctor advised her that her renal failure was exacerbated by the high blood glucose incidents caused by the bent infusion set cannulas. No troubleshooting was done. No product is expected to be returned.